Manufacturer narrative:
The product was not returned to microline inc. A product investigation is not possible.

Event description:
During a hernia repair surgical procedure, the surgeon noticed that the heat shrink from the renew lapclinch grasper broke at and fell into the patient. The procedure and anesthesia time was extended by 10 minutes. There was no harm to the patient.